Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered an alert for high out of range pace impedances on the right ventricular (rv) lead. The patient was brought in for evaluation. Further review noted the rv pace impedances had spiked previously and the values were, again, greater than 2000 ohms. Isometrics were performed and the out of range values could not be reproduced. The patient is being monitored and the products remain in service. The rv lead is a competitor's product. No adverse patient effects were reported.